Event description:
The patient reported that she noticed the cartridge compartment of the infusion device smelled like insulin. She stated that she correctly performs the change cartridge procedure. Approximately 4 weeks ago, she began to experience elevated blood glucose of up to 400 mg/dl. She stated that she changes the infusion set and bolused through the infusion device in an attempt to lower her blood glucose. Her normal blood glucose level is 100-120 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.